Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by mfg: the device was used after the expiration date. Returned product consisted of an omega catheter with stent, mandrel, and balloon protector. The balloon was tightly folded. There was contrast in the inflation lumen. There was blood in between balloon folds and on the stent. The outer shaft, inner shaft, stent, balloon and tip were microscopically examined. The hypotube shaft was completely separated 30 cm from the tip. The fracture faces looked stretched prior to separation. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing record for this product has been reviewed and no issues or discrepancies were found. This review did not identify any failure of the product to meet its material, assembly or performance specifications. The most probable root cause is considered user related. The dfu states: use the catheter prior to the ¿use by¿ date specified on the package.   (B)(4).

Event description:
Reportable based on device analysis completed on 03-feb-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 10 mm in length, eccentric, de novo target lesion target lesion was located in the mildly tortuous, non-calcified, >3.0 mm in diameter right coronary artery (rca). The lesion contained a bend of >45 and <90 degrees and the injection fraction measured >60%. The lesion was pre-dilated, then a 12 x 3.50 omega¿ stent was advanced and would not cross the lesion. The guide catheter was changed and the stent was again advanced and failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed a hypotube break.